Event description:
The service report shows that customer reported that smoke was seen coming from the rear of the 840 ventilator, and the device stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunciton. The cse inspected the device and replaced the power supply, motherboard and ai pcb. The unit passed extended self testing.